Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged particles in tubing/ chamber/airway from device/found particles in humidifier tank and nose piece. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found that there was slight black contamination at the blower seal of the blower box and it is consistent with the keratin contamination was observed. No black particles were found within the airway of the returned device nor in the supplied tubing, potential keratin particles were found on the blower box outlet port. No black particles were observed within the returned device's airway. No humidifier or tubing was returned to verify the customers complaint in the long text of particles in the water chamber and or tubing. The device's downloaded event log was reviewed by the manufacturer and found no errors. There was no evidence of sound abatement foam degradation or breakdown. Section h6 were updated in this report.

Manufacturer narrative:
The manufacture submitted MDR 2518422-2021-04539-1 incorrectly with sections e1 and h6 it was corrected and updated in this report.